Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited lead impedance >1990 ohms and loss of capture at the highest output value. The pocket was opened and the lead tested normal with the analyzer. When the pulse generator was reconnected to the leads, the result was >1990 ohms impedance. Therefore, the pulse generator was replaced.